Event description:
It was reported that a locking cap has loosened with subsequent rod slippage 2 months post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. The screw shank and screw head were returned assembled together. Once the screw head was removed from the screw shank, the threads within the screw head were found to be damaged. The thread damage is consistent with cross threading, as it was stated that the locking cap was cross threaded during removal. Evaluation of the rods found surface deformations consistent with the tightening of a locking cap onto the rods. Evaluation of the locking caps found that one cap ((B)(6)) has thread deformation. The damage is also consistent with cross threading, which can be attributed to the cross threaded screw head. Additional information provided that the patient fell one day after the initial surgery. It is possible that the cross threaded locking cap was unable to fully lock onto the rod; however, an exact cause of the reported issue could not be determined.